Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and found in good conditions, then, during the second visual inspection the tip transition area was found cracked with metal exposed. An electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 5. A failure analysis was performed and the catheter was dissected, and the electrical wire was found broken from the tip to the connector area causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the electrical wire breakage and the tip transition damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a crack with metal exposed and reddish material in the transition area of the catheter tip. It was reported by the customer that during the paroxysmal atrial fibrillation (afib) ablation procedure, a temperature sensor error occurred and there was no temperature value being displayed. A second catheter was used to complete the procedure after changing the catheter cable did not resolve the issue. There was no patient consequence. Additional information received indicated the issue was detected because the smartablate generator emitted an audible signal to indicate a temperature issue. The generator stopped ablation. The secured cut off feature worked correctly. The temperature cut off value used was the usual advised parameters. The smartablate generator was used in power mode and the power used was 50w. The impedance value was normal. The customer¿s reported issue of no temperature being displayed is not MDR reportable since ablation cannot be performed since there is no rf energy applied and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 3/15/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no physical damage. On 4/24/2019, during further evaluation, the bwi product analysis lab (pal) identified a crack with metal exposed and reddish material in the transition area of the catheter tip. This finding has been reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 04/24/2019 and has reassessed this complaint as MDR reportable.